Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet issued alert 38 indicating a motor stall and consecutive stalled motor events, and the user experienced high blood glucose over 400 mg/dl; a restart did not clear the alert, a guided dry run was successful, and the user was advised to replace infusion supplies. Symptoms included hyperglycemia and irritability. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem was identified, with a medical device problem of failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.